Event description:
It was reported that the patient charged the implantable neurostimulator (ins) ¿the other day¿ and then program 1 went ¿crazy¿ and wasn¿t working. The reporter noted that the patient was not able to change anything on it. It was noted that by ¿crazy¿, the patient meant that the stimulation was turned up to 8.0v which was too high and the patient was rolling around on the bed. The patient then turned the ins off with his recharger. It was noted that one program was usually set at 2.5-3v and 5-5.10v. Another program was usually set at 1.80-2.20v which was the program that was unexpectedly at 8.00v. The reporter noted that 8.00v was roughly twice the normal setting. The reporter noted that the patient programmer did not respond when he tried to turn the stimulation down. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).